Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer also stated that they had symptoms like nausea and uncontrollable vomiting. The customer was treated with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the drive support cap was normal. Customer did not have a tubing clamp available. The insulin pump will not be returned for analysis.